Event description:
It was reported that the patient's implantable neurostimulator (ins) "stopped working" after the patient fell. The ins was replaced and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted:; product type lead product ID 37754 lot# serial# (B)(4) implanted: explanted:; product typ recharger product ID 37744 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient. (B)(4). Analysis of neurostimulator model 37712 serial# (B)(4) showed no significant anomalies.